Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter segment was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter break, material separation issues and the identified wear and deformation issues, as a complete circumferential break was noted on the proximal end of the catheter segment. The surface of the complete circumferential break on the proximal end of the catheter segment was noted to be granular and glossy with residue throughout. However, the investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post a port placement, the catheter was allegedly broken. It was further reported that the distal catheter segment migrated into the heart. Reportedly, the port body and the distal catheter segment were removed using a snare. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one titanium implantable port attached to a groshong catheter and a groshong catheter segment were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter break, material separation issues and the identified wear and deformation issues, as a complete circumferential break was noted on the proximal end of the catheter segment and the distal end of the catheter attached. The surface of the complete circumferential break on the proximal end of the catheter segment was noted to be granular and glossy with residue throughout. The surface of the complete circumferential break on the distal end of the catheter was noted to be finely granular. The catheter was noted to be degraded from the 6.0cm depth mark to the 9.0cm depth mark with the catheter material appeared to be peeled off in the region. However, the investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post a port placement, the catheter was allegedly broken. It was further reported that the distal catheter segment migrated into the heart. Reportedly, the port body and the distal catheter segment were removed using a snare. The current status of the patient was unknown.